Event description:
An asymptomatic patient presented to clinic with a device approaching eri. One stored egm of vf diagnosis caused by noise on the lead was observed. Data suggests an insulation break. Noise was not reproduce in the clinic. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.